Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
(B)(6).

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: it was reported that during a mako tha, at impaction of the cup, surgeon impacted the impaction platform (206270) attached to the offset impactor (209830). Cup was successfully seated but at the last impaction the platform broke into several pieces and the offset impactor snapped the distal end. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: product history review was not performed as lot number provided did not return any results in the database. The lot number belongs to a different product. Complaint history review: complaint history review was not performed as lot number provided did not return any results in the database. The lot number belongs to a different product. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : product was not available for evaluation.

Event description:
Upon the doctors last hit during impaction, the ¿mako shell impaction platform¿ broke in half. The remaining half is now stuck on the end of the ¿inline-offset shell impactor¿ preventing me from removing the inline-offset shell impactor from the end effector. All three items will need to be sent back and replaced. Case type: tha.